Event description:
It was reported that a patient presented with under-sensing on the discrimination channel resulting in inappropriate therapy. Corrective programming changes were made. No further adverse patient consequences were reported.